Event description:
High capture thresholds. Length not long enough for optimal coronary sinus positioning. Outer diameter too large for optimal coronary sinus positioning. Patient is a 67 year old male with multiple comorbidities and underwent biventricular automatic implantable cardioverter defbrillator implant in 2005. He states that he has been feeling more fatigued and short of breath lately.